Event description:
It was reported that the mattress appeared to have mold growing on it (black residue that appears to have dried to a white power residue) and that the mattress always seemed to be damp. Additionally, it was reported that the patient occupying the bed had not left the bed in a couple of months and that the mattress seemed to bottom out between sections when the patient was in an upright position. It was reported that the support or cushioning on the coccyx was compromised.

Manufacturer narrative:
At filing date, no additional information is known, despite attempts made to reach customer. Follow-up will be filed as necessary based upon investigation results.